Event description:
It has been reported, through email correspondence, by our international affiliate that a surgeon, has reported 5 cases of failed spiraloks for rc repairs. In each case the patients experienced "sudden strong pain" 4 months post surgery. The surgeon performed an arthroscopic viewing of the joint space and, discovered that there were some anchor fragments loose in the joint space. In all cases the original rc repair was good, no damage. The fragments were removed from the joint space causing the patients to feel relief from their pain. Futher information, documentation & photos are to follow. [Also see associated MDR 1221934-2006-00147, 00148, 00149 & 00150].

Manufacturer narrative:
It is not know if anything is being returned for examination, however, mitek is in the information gathering mode. When all that can be received and is received, a review, and if possible a failure analysis will be had. The results of the investigation will be reflected in a follow up report.